Event description:
A gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Two days later, a postoperative computed tomography scan revealed a kink in the ipsilateral leg of the trunk-ipsilateral leg component. Later that day, the device was ballooned and the kink was successfully repaired.

Manufacturer narrative:
H3: the devices remain functioning in the pt. H6: a review of the manufacturing paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis contralateral leg component was also implanted (pxc181400/lot #04605678).